Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure, an attempt was made to use one resolute onyx rx coronary drug eluting stent to treat a lesion located in the left anterior descending artery (lad). There were no abnormalities in relation to the anatomy. There was no damage noted to packaging. There were no issues noted when removing the device from the hoop/tray. The device was inspected with no issues. Negative prep was performed with no issues. The device did not pass through a previously-deployed stent. It was reported that the stent dislodged during delivery to the lesion at the point where it had just been passed through the guide catheter. The stent was retrieved successfully using a snare. Patient status post-procedure is alive with no injury.

Manufacturer narrative:
Device evaluation: the device returned loaded in a guide catheter with a guidewire inserted. The distal end of the complaint device was protruding from the distal tip of the guide catheter. It was not possible to remove the device from the guide catheter due to the damaged struts of the stent. The stent was not positioned on the balloon between the marker bands as per specifications. The proximal portion of the stent had been pulled distally and the distal portion of the stent pulled distally over the distal marker band. Deformation was evident from the 1st to the 4th distal stent wraps and the 16th to the 18th distal stent wraps with struts raised, and overlapping. No deformation was evident to the distal tip. Image review: the returned procedural images capture the severely stenosis diagonal branch of the lad. The pre-dilation of the and stent implantation of the diagonal branch is captured. . An unknown device is captured being delivered through the guide catheter, resistance is encountered, and the device is removed from the patient. The reported stent dislodgment is not captured in the images provided. Post dilation is performed on the implanted stents, with improved flow visible post procedure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The stent was inside the coronary when it came off the balloon. Another resolute onyx drug eluting stent was successfully implanted to complete the procedure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.